Manufacturer narrative:
The reported issue that the syringe pump gave channel error and after having replaced both iui connectors the channel error still existed could not be confirmed; no product or device logs were returned for investigation. No further investigation of the event is possible at this time. Although requested, patient demographics were not provided.

Event description:
It was reported that the syringe pump gave a channel error message. Furthermore, it was noted that the inter-unit interface (iui) connectors had blood inside. Both iuis were replaced and still produced channel error. Although requested, additional information was not provided.